Event description:
A journal article was reviewed which contained information this implantable lead model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths during the follow up period from unknown causes, as well as complications/observations such as phrenic nerve stimulation, deep vein thrombosis, capturing issue, device connection issue, lead dislodgement, increased thresholds, extra cardiac stimulation, sepsis, subclavian vein thrombosis, cardiac vein dissection, device damage, impedance issue, increased threshold, dyspnea, superior vena cava stenosis, and ventricular dyssynchrony. Further follow up did not yet yield any additional information. The unknown causes of death and device/relatedness have been requested, but not yet received.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Possible model numbers could include: 4298; 4398; 4598. The date of death is purely an estimate, as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 68 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: performance of a novel left ventricular lead with short bipolar spacing for cardiac resynchronization therapy: primary results of the attain performa quadripolar left ventricular lead study. Heart rhythm. 2015;12(4):751-758. (B)(4).